Event description:
As reported, valved port was implanted in pt in (B)(6)2008. On (B)(6) 2010, the catheter separated from the port as a 6" - 7" length of catheter migrated into the right atrium of the pt's heart. The catheter was removed at that time, however, the port was not removed until the week of (B)(6) 2010. There was no serious injury reported and the pt's condition was reported as "okay". The used device is expected to be returned.

Manufacturer narrative:
Although it has been reported that the used device will be returned for evaluation, it has not yet been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).